Manufacturer narrative:
The recipient was reportedly explanted due to a medical issue. Additional details regarding treatment will not be provided. The external visual inspection revealed the electrode was severed near the fantail and array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient's device was reportedly explanted due to a technical issue. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.